Event description:
It was reported by the hospital that patient underwent a hip replacement on (B)(6) 2013. Subsequently a closed reduction was performed on (B)(6) 2014 due a dislocation. During the closed reduction, the smaller modular head disassembled from the larger bi-polar head and a revision procedure was performed on the same date. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The implants were returned and evaluated. The ceramic head is within drawing tolerances and appears to be undamaged. The liner mouth diameter is 0.34 over size due to the head being forced out. The likely cause of the error is the assembly and dislocation of the head. During the closed reduction procedure, the force used to attempt to reassociate the device with the acetabulum has exceeded the pull out force of the head and the liner. This resulted in a disassociation of the 28mm head from the bipolar device. This is a known phenomenon and has been documented in risk management documentation, IFU and surgical techniques.